Manufacturer narrative:
The returned device was evaluated and the pod was received deployed. An external tear was found on the soft cannula. It could not be determined when the damage to the cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 345 mg/dl and the patient experienced pain at the pod infusion site. In addition the patient reports the pod shell was damaged. As treatment, the patient drank water and administered insulin via pen injection.